Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 27.8mmol/l. Customer stated that insulin pump alarmed for cannot find sensor signal. Product will not be return for analysis.